Event description:
It was reported that pump battery was not keeping a strong charge and was losing power more quickly than expected. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding any actions taken by the customer or technical support to address the issue.